Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified distal right coronary artery. A dissection occurred while deploying the xience pro 3.0 x 12 mm. The dissection was treated with another xience pro to complete the procedure. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.